Event description:
It was reported the x7-2t transducer had a small tear in the lens that was leaking fluid. This was associated with an epiq cvx ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation confirmed the reported problem and determined the cause was related to improper maintenance as there was evidence of a 3rd party repair. The transducer was replaced to address the customer's immediate concerns and the replacement transducer is in service with no further similar issues.